Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4)

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), a perforation occurred. The target lesion was 85% stenosed and located in the proximal left anterior descending artery (lad). The lesion was treated with the oad using four passes on low speed and one pass on high speed. Following treatment with the oad, a perforation was noted. Balloon tamponade and stent placement were performed to resolve the perforation and the patient was stable following the procedure.